Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower cases were broken, the battery release was contaminated, two side bail covers were broken, the battery contacts were compressed, the ring was bent, one side bail was missing, the battery drawer was broken, the keyboard pad was cosmetically damaged and the main printed circuit board (pcb) was out of electrical specification. The pcb was further analyzed and it was found that the battery current drain was out of specification due to diode component failure. This testing verified the battery current drain failure, however could not confirm the reported event. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator was intermittently pacing. The generator was returned for service. No indication was given as to patient involvement. Follow-up has been initiated to try to determine.

Event description:
It was reported that the external pulse generator was intermittently pacing. The generator was returned for service. No indication was given as to patient involvement.